Manufacturer narrative:
Date of event is estimated. D6a - date of implant is unknown, reporter phone number (B)(6), unique device identifier (UDI #): the UDI is unknown because the lot number was not provided.

Event description:
It was reported the patient did not recharge the ipg as recommended. In turn, the ipg became inoperable. Surgical intervention may be pending to address the issue

Manufacturer narrative:
The patient reported failing to charge their implant properly to abbott. The device has not been returned for error analysis. A review of documentation supplied with the implant states that the implant must be charged every 30 days to avoid battery depletion. Based on the information received, the cause of the reported incident is consistent with user error.

Event description:
Additional information received identified that patient underwent surgical intervention wherein, the ipg was explanted and replaced to address the issue.

Manufacturer narrative:
He reported issue of ipg inoperable was confirmed. At receipt the ipg did not communicate with a lab ppg due to depleted battery. It was stated in the record that the patient would sometimes forget to charge the generator. There is adequate information in the clinician's manual for maintaining the ipg battery voltage when not in use. Additionally, the device history record of the device was reviewed to confirm that all manufacturing steps were completed and there were no non-conformances noted that could have contributed to this issue.